Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-05988 and 1627487-2023-04501. It was reported that the patient's system was explanted approximately 3 years ago and replaced with a competitor system. It is unknown why the pervious abbot system was explanted and unknown the exact date of explant.